Event description:
The hcp reported a catheter dislocation that required the distal segment of the catheter to be replaced. No pt injury was stated. The hcp reported the pt is doing "o.k." After the catheter replacement surgery. The drug contained in the pt's pump is unk.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u will be sent when analysis is completed.